Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. A systems check with tandem technical support verified the pump was functioning as intended, however, a replacement pump was sent to the customer.